Event description:
Cusps locked in open position while in pt's right internal jugular vein. Dr unable to remove biotome from pt. The pt immediately taken to cardiovascular lab. Surgeon pulled biotome until wire broke, which released open cusps and biotome was removed.